Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, lost sensor alarm, no communication pump to transmitter, audio/vibrate anomaly/absence of alarm. The customer reported blood glucose value of 70 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-342, mmt-441a, mmt-7040ma, mmt-7841zn, mmt-1884. Customer reported a loss of communication between the transmitter and the pump. Confirmed xmtr serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. Customer reported low bgs. Customer reports receiving a sensor updating/sg value not available alert. Behavior has been occurring less than 3 hrs. Customer reported an audio anomaly. Confirmed audio option was enabled. Conducted audio test and pump did not pass. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-441a. No product return is required for mmt-7040ma. No product return is required for mmt-7841zn. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, pump communicated and calibrated properly with test guardian link transmitter. Received pump with audio turned on in settings. Toggled on/off and increased/decreased volume with the audio feature functioning properly. P- cap was inserted and properly locked into place. Unit was successfully downloaded using thump. No unexpected alarms, alert, anomalies noted during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay. No unexpected alarms, alert, anomalies noted during testing. Unable to confirm low bg anomaly during testing. No audio anomaly is not confirmed. No communication pump to transmitter is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.